Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the clip-applier would not clamp clip closed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. Issue was not related to unexpected motion of clip applier while attempting to clip. Issue was related to an unsuccessful clip application which led to the clip opening after closure of the clip. The clip applier had not been used any before the incident occurred. Another clip applier was opened to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h11 for follow-up information.